Event description:
It was reported that the water of the arctic sun device did not cool down.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller pump. The device was evaluated and the reported issue was confirmed as it was noted that t4 was not cooling. The chiller pump was replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the arctic sun device did not cool down. Per sample evaluation results on (B)(6) 2024, it was reported that the chiller assembly was faulty contributing to the reported issue. Per follow up information updated from wo on (B)(6) 2024, no patient involvement. Symptoms were detected during the equipment inspection. This was not a out of box failure. Defective. Chiller pump and chiller assembly was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller pump. The device was evaluated and the reported issue was confirmed as it was noted that t4 was not cooling. The chiller pump was replaced. It was also noted that the chiller assembly was faulty contributing to the reported issue. The chiller assembly was replaced. Device passed applicable testing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the water of the arctic sun device did not cool down. Per sample evaluation results on 09jan2024, it was reported that the chiller assembly was faulty contributing to the reported issue.